Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly which led to the pump shutting off in the middle of the night. The customer's blood glucose was 320 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.